Manufacturer narrative:
No root cause was determined as no investigation was possible with the information provided. The issue could not be reproduced. No error was found when the fsr checked the analyzer. There were no adverse events.

Event description:
The customer received a questionable tina-quant hemoglobin a1c gen.2 (hba1c) result on their c501 analyzer. All testing was performed on the same analyzer. The patient's initial hba1c result was 18.2% and was reported outside the laboratory. The nurse called to question the result because it was not consistent with the patient's glucose results. On (B)(6) 2012, the repeat result was 6.2% accompanied by a data flag. The customer considered the repeat result to be correct and it was issued as a corrected report. There were no adverse events. The hba1c reagent lot number was (B)(4) and the expiration date was (B)(6) 2013. The field service representative was unable to determine the cause of the event. He performed diagnostics and all systems were operating properly. He performed a precision test and all results were within the limits. Customer ran quality control and all results met specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.